Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h6 (type of investigation, findings and conclusion codes), h10, h11. Corrected fields: b6, b7, g1.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped working while on patient. Unit was swapped out for another iabp unit to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "pump cutting off on patient" issue. To fix the issue, the fse removed and replaced the ex process board as required and performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when additional information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped working while on patient. No patient harm, serious injury or adverse event was reported.